Event description:
It was reported that the left ventricular lead had high impedance and not capture. The physician used electrocautery to explant and upon explant several insulation breaches were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that all conductors were fractured and distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was melted and the lead was stretched.